Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. H3 other text : device not returned.

Event description:
The customer reported to olympus that when using a 200 micron tfl ball tip single use fiber, the laser fiber appeared to be broken when plugged in. The laser beam was shining midway through the shaft. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer in b5 and the device evaluation. The subject device was returned to olympus. The device evaluation found the connector end is intact with the connector cap on the connector portion. The dongle end of the connector cap is off of the strain relief. There is a small kink/break in the midsection of the fiber body. The fiber is still in one piece in spite of the break. The distal tip is intact and appears unused.

Event description:
The event was found during preparation for use. There were no error messages observed.

Manufacturer narrative:
Updated fields: h4, h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event can be detected by handling the device in accordance with the following instructions for use (IFU): "visually inspect the entire length of fiber for flaws or defects before use. If any damage is observed such as breaks, kinks or damaged components, do not use the fiber, retain the device for manufacturer notification and use a replacement fiber." Olympus will continue to monitor field performance for this device.